Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red rash underneath the front therapy electrode. During a follow-up, it was reported that the rash got worse and started to spread at the bottom of the device and underneath her left breast. It was red, irritated, and burn-like. The patient reported that they would be reaching out to their doctor but follow-up attempts were unsuccessful and the medical intervention is unknown. The outcome of the irritation is not known, reporting out of an abundance of caution.